Event description:
Patient reported a burn to their nurse when they returned from having an MRI. Patient was evaluated by their physician and prescribed silvadene cream to use for 3 weeks. No other follow-up was recommended.